Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed and reproduced while running a loaded set. This condition was determined to have been caused by a failed lower link switch. The lower auxiliary assembly, which includes the failed lower link switch, was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.